Manufacturer narrative:
(B)(4). The patient connected to the setup before the patient line was primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connected to the setup for peritoneal dialysis therapy and pressed go, at which point the homechoice device started priming. The patient pressed stop and called technical services. The technical service representative explained that the patient would need to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.